Event description:
This pt has had little to no benefit from their cochlear implant since activation. An audiological evaluation shows that the device is functioning according to manufacturer's specifications. A radiological evaluation shows proper device placement within the cochlea. Although the reason for lack of benefit is unclear, their physician has recommended explantation/reimplant surgery, which has not been scheduled yet.